Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states the uvc leaked just below the molded strain relief on the extension only hours after it was inserted. The customer further reports that chg/alcohol was used to clean the area prior to insertion. The area was also completely dried prior to insertion. The uvc was not difficult to handle during insertion and was not difficult to secure. The uvc was secured with steri strips. The uvc was inserted in the umbilical on (B)(6) 2012. A 5cc syringe was used to flush the line. Chg/alcohol was used to clean the area and hub as well. The uvc was removed (B)(6) 2012 and replaced with a PICC line. The customer reports the pt status is good.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.